Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Study treatment group titled chronos reported the following: during a follow-up visit on (B)(6) 2011 to the physician, for status post chronos 50x25x3mm strip l4-l5 implant, used in conjunction with 10cc bma and 10cc of local bone, the patient presented with progressively worsening low back pain which radiated into the right gluteal region. As the course of treatment, the patient was referred to a pain clinic for a right sided l5 selective nerve root injection neurontin and perocet regimen. No additional information is available. This is report 1 of 1 for complaint (B)(4).